Event description:
It was reported that during an unspecified time of the implant procedure, the right ventricular (rv) lead exhibited high impedances. Several attempts to implant the rv lead at different places of the heart were made but the high impedance persisted. The rv lead was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the helix bent. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).